Event description:
It was reported the patient received the following results within 15 minutes: 220 mg/dl (hospital meter) and 43 mg/dl (accu-chek aviva meter). On (B)(6) 2020, 6:00 pm, the patient was hospitalized. At this time he was feeling fine and treated himself normally up to that point. The customer was concerned about low blood glucose readings of 38 mg/dl and 48 mg/dl and asked his son-in-law to drive him to the hospital. The customer stated he could have driven himself. Once at the hospital, the patient's meter was compared to the hospital meter. The customer was admitted to the hospital due to also having congestive heart not related to diabetes. The customer was treated with insulin in the hospital. The customer stated the congestive heart failure was the main concern, but they were also concerned about his sustained high blood glucose, which is one of the reasons why he was held in the hospital. On (B)(6) 2020, he was released from the hospital.